Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they customer experienced high blood glucose level. The customer¿s blood glucose value was 400 mg/dl. The customer also states that insulin pump had no delivery alarm, however insulin exited during prime. The insulin pump will be returned for analysis.